Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. DHR review cannot be completed at this time as no product information has been provided. No further information received. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, or patient compliance with post-operative care instructions. Duration of implantation (related to device fatigue) or progression towards bony fusion is unknown. Root cause or specific failure mode cannot be determined. Labeling review notes: "possible adverse events... Disassembly, bending, and/or breakage of any or all of the components. Loss of fixation...."

Event description:
Patient received a posterior lateral spinal fusion (plf) surgery at l3-l4 with bilateral fixation. Initial surgery date is unknown. Reportedly both bone screws fractured mid-shaft on the left side. Devices remain in-situ. Plan for revision is unknown. No further information received.